Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) has had an ongoing issue with noise. Recently, the patient had noise which was oversensed and resulted in the patient receiving one inappropriate shock. Technical services (ts) noted the noise appeared to be due to muscle noise. The patient was evaluated in the clinic and isometrics was performed. The noise was on all three sense vectors. The device was programmed too primary. A request was made to engineering analysis for an nsr-tachy count. At this time, the device remains in service. No adverse patient effects were reported.